Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a motor error alarm during the rewind due to a corroded motor home switch. Unable to confirm other error alarms in the alarm history due to an over written history file. The pump had moisture damage on the electronic assembly, a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. No unexpected error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive after being exposed to water. The customer also reported that the insulin pump had a motor error alarm and a motor position encoder error alarm. Blood glucose level at the time of the incident was 140 mg/dl. Customer stated that water was visible behind the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.